Event description:
On 18th october 2022, rayner received notification from its us affiliate company of an event that occurred during use of a rayone emv rao200e. The event description provided states that the trailing haptic got stuck in the injector and broke off necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the trailing haptic got stuck in the injector and broke off necessitating lens explantation. The product was not available for return to rayner. The rayone IFU "use of rayone" section "fig 7" states "...if excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Without the ability to examine the device and without clear event details being provided it is not possible to confirm the cause of the trailing haptic getting stuck in the injector and subsequently breaking off.